Event description:
It was reported that during use of this wire pass bur in a right zygomatic fracture, a piece broke off in the patient's orbital socket and was unable to be retrieved. To date, no further surgical intervention has been performed. The surgeon will monitor this patient to determine if any additional treatment is needed.

Manufacturer narrative:
Investigation findings: the product was not returned for investigation as it was discarded by the facility. A two year review of the product history shows this as the only similar problem for this device. Conmed linvatec will continue to monitor this product for failures. A study using the mem elution method found this bur material (17-4 stainless steel) non cytotoxic.